Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 20 mmol/l (360 mg/dl) after approximately 49-71 hours of wear on the leg. No insulin leak, adhesive failure, or error messages were noted. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and a bent cannula was identified.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.